Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reproted the customer had a no delivery alarm with their past three infusion sets. Customer stated their reservoir and tubing was also not connecting properly. The customer declined to be transferred to the helpline. The customer's blood glucose was unknown. No additional information provided.